Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a power error detected alarm. The customer's blood glucose level was 10.8 mmol/l. The customer completed most troubleshooting, but was told to call back if problems persisted. The customer was advised to monitor the device and call back if the error recurred. Nothing was replaced or returned.